Manufacturer narrative:
Device evaluation of the integrated battery charger was completed. The reported problem (will not power on) was due to internally shorted q201 on the bedside board being internally shorted. The root cause of the shorted q201 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated battery charger was unable to power on.